Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in the use of the starclose device attempted arteriotomy closure in the femoral artery after an interventional procedure. Reportedly, after the fourth click the device became stuck in the wound tract. The device was removed with difficulty and hemostasis was achieved by unk method. The physician feels the clip remains in the pt, but it was unconfirmed. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the vessel locator wings ( vlw) were bent and securely attached to the vessel locator assembly. All other inspection points indicated a normal device that functioned properly, deploying it's clip, with no detected malfunction. The bent condition of the vlw is consistent with resistance to locator wing collapse, usually from an unk source, which creates a situation where the vlw do not withdraw into the delivery tube necessitating the use of counter force to remove the device from the pt with the vlw still in a deployed state. Additionally, the carrier tube was checked for the prescense of clip tine scrape marks; these marks were detected, indicating the clip was loaded onto the carrier tube and deployed, leaving the scrape marks on the tube's surface. No mfg issues were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.